Manufacturer narrative:
This device is not distributed in u.s., so that 510k# is blank. The product was returned to pentax medical for repair. We the technician checked the returned unit and confirmed that the angulation right stuck in j position. Based on the result, we concluded that it was caused due to the excessive force applied on the angulation right. In addition, we the technician confirmed that the angle wire broken, and the bending rubber worn out; however, they these defects are not the main cause and/or irrelevant to the alleged complaint. Based on the technical report, ""hr-rpt-0587(angle)"" and/or the risk analysis results, it was evaluated to submit MDR. Email: (B)(4).

Event description:
The time of event is not during procedure. There was no report of patient harm. Angulation stuck.